Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications, the study was performed to evaluate the assay's performance. An internal troponin-I panel was tested with the reagent lot. All of the materials utilized in testing were stored and maintained at abbott's facility. The troponin-I panel is targeted to a known concentration. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed false positive troponin results on the architect i2000sr analyzer. (B)(6). The customer uses a cutoff of 0.03 ng/ml. There was no impact to patient management reported.